Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test and self test. Pump received with cracked case near display window corners and cracked on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they buttons are not responding and keypad issue also time not advancing. Customer's blood glucose value was 170 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was treated with food. Customer will return device for analysis.